Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had under infusion - tpn was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer noticed a "significant" amount of tpn left in the bag at the end of an infusion or when the volume to be infused has finished according to the alaris device. There was patient involvement, but the impact is unknown.